Event description:
An article was written in spine magazine called "late operative site pain with isola posterior instrumentation requiring implant removal". This article referenced the use of depuy acromed's isola spinal system. According to the article, six patients were studied and, in each case, back pain occurred 12-20 months post-op with wound swelling leading to a wound sinus. In each case, the instrumentation was removed. The part and lot numbers were not supplied in the article so a record review could not be performed. The labeling for the product specifically states that "metal sensitivity, or allergic reaction to a foreign body" and "infection, early or late" are possible adverse efects associated with the use of these devices. The devices were not available for evaluation. No further action can be taken.